Event description:
It was reported that a patient who underwent an extraction procedure where an implant was extracted from the left mandible premolar site #21, and rhbmp-2/acs alone was used to graft the socket. Approximately 1 month post-op, the patient developed edema of the whole body. At this point, the surgeon suspects the bmp as the culprit as the patient has not had any other changes to her regimen. The patient is in the care of an allergist, and is receiving high doses of steroids. She appears to be improving.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.